Event description:
It was reported to philips that the system did not turn on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system onsite and confirmed that the system did not turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found breaker switch activating (l1) on device main power, found issue with lamp housing on surgical lamps. To resolve the issue, the fse repaired surgical lamp in the exam. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.